Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer also reported they did not receive any alarms informing them of a low reservoir or no delivery. The customer's blood glucose rose to 600 mg/dl. Customer treated their blood glucose with the insulin pen. It was also found the customer was feeling thirsty from their high blood glucose. Troubleshooting did not find any leaks or air bubbles on the insulin pump. It was also found the customer had a bent cannula after removing their infusion set. The customer stated they will go to emergency room for treatment. The customer declined to return the insulin pump for analysis.